Event description:
It was reported that during a super cervical hysterectomy procedure, the blade broke. Another device was used to complete the case with no patient consequence. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.